Manufacturer narrative:
The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-feb-2017 for the following meddra preferred terms: salpingitis: the analysis in the global safety database revealed 45 cases. Pelvic infection: the analysis in the global safety database revealed 78 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced acute non-microbial salpingitis, recurrent infections (interpreted as pelvic infections) and sjoegren's syndrome, which markedly disrupts daily life. Steps underway for removal. The events acute non-microbial salpingitis and recurrent infections are regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the occurrence of salpingitis could be a consequence of pelvic infection. As the events acute non-microbial salpingitis and recurrent infections occurred after placement of essure, a causal relationship cannot be excluded. With regards to the other event, considering its nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("acute non-microbial salpingitis"), pelvic infection ("recurrent infections") and sjogren's syndrome ("sjoegren's syndrome, which markedly disrupts daily life") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On (B)(6) 2014, the patient experienced menorrhagia ("haemorrhagic menstrual bleeding for 10 days twice a month"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and clinically significant/intervention required), pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), sjogren's syndrome (seriousness criterion medically significant), pelvic pain ("pelvic pain"), urinary tract infection ("frequent urinary tract infections"), total lung capacity decreased ("pulmonary capacity regressing with breathlessness") with dyspnoea, polymenorrhoea ("haemorrhagic menstrual bleeding for 10 days twice a month"), metrorrhagia ("menstrual bleeding for 10 days twice a month, intermenstrual bleeding"), coital bleeding ("bleeding after intercourse"), fibroma ("fibroma"), premenstrual syndrome ("worsening of symptoms in premenstrual period and at start of period"), constipation ("worsening in premenstrual period and at start of period with constipation for a few days"), fatigue ("intense fatigue, general chronic fatigue"), headache ("major headaches"), dizziness ("dizzy spells"), musculoskeletal pain ("joint and muscle pain"), bartholin's cyst ("bartholin's cyst"), tachycardia ("tachycardia"), arthralgia ("joint pain"), back pain ("pain in sacrum"), visual impairment ("deterioration of vision and dry eyes with keratitis"), keratitis ("dry eyes with keratitis"), dry eye ("dry eyes with keratitis"), urticaria ("urticaria"), petechiae ("petechiae on three occasions"), pain in extremity ("pain in left leg (phlebitis and pulmonary embolism ruled out on examinations)") and restless legs syndrome ("restless legs"). The patient was treated with surgery (steps underway for removal) and surgery (steps underway for removal). Essure treatment was not changed. At the time of the report, the salpingitis, urinary tract infection, total lung capacity decreased, menorrhagia, polymenorrhoea, metrorrhagia, coital bleeding, fibroma, premenstrual syndrome, constipation, headache, bartholin's cyst, tachycardia, arthralgia, back pain, visual impairment, keratitis, dry eye, urticaria, petechiae, pain in extremity and restless legs syndrome outcome was unknown and the pelvic infection, sjogren's syndrome, pelvic pain, fatigue, dizziness and musculoskeletal pain had not resolved. The reporter provided no causality assessment for salpingitis, pelvic infection, sjogren's syndrome, pelvic pain, urinary tract infection, total lung capacity decreased, menorrhagia, polymenorrhoea, metrorrhagia, coital bleeding, fibroma, premenstrual syndrome, constipation, fatigue, headache, dizziness, musculoskeletal pain, bartholin's cyst, tachycardia, arthralgia, back pain, visual impairment, keratitis, dry eye, urticaria, petechiae, pain in extremity and restless legs syndrome with essure. The reporter commented: a few months after placement of essure, she encountered a number of health problems. The number of symptoms has increased with no explanation from doctors who nevertheless performed numerous tests, with no result. Steps underway for removal. Hysterography pending at end of (B)(6). Diagnostic results: tests including MRI, pelvic ultrasounds, pelvic CT-scan, abdominal plain film and chest x-ray, hormone assays and various blood tests, exploratory laparoscopy and colonoscopy: all with no results. Hysterography pending at end of (B)(6). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced acute non-microbial salpingitis, recurrent infections (interpreted as pelvic infections) and sjoegren's syndrome, which markedly disrupts daily life. Steps underway for removal. The events acute non-microbial salpingitis and recurrent infections are regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the occurrence of salpingitis could be a consequence of pelvic infection. As the events acute non-microbial salpingitis and recurrent infections occurred after placement of essure, a causal relationship cannot be excluded. With regards to the other event, considering its nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.